Event description:
It was reported during the implant procedure that the atrial lead and the ventricular lead became entangled each other in cardiac cavity. Visual observation of the leads confirmed they were fibrosed together. As the separation of the lead was difficult, they were explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. The outer insulation was pulled apart (over-stressed) as found on visual inspection.